Manufacturer narrative:
(B)(4). Eight days prior to receipt of this report, the patient experienced cloudy effluent. The next day, the effluent was more cloudy than the night before and the patient presented to the hospital with vomiting. The patient was diagnosed with peritonitis manifested by vomiting and cloudy effluent and was hospitalized for two weeks. The patient was treated the same day with solvetan solution at 3.12 ml and voncon 75mg once in the pd solution bag. Following the results of the culture, it was decided that the patient should continue therapy with solvetan. The physician felt the duration of antibiotic therapy given for the first peritonitis episode was not long enough and is why the peritonitis recurred. The physician had doubts whether aseptic technique was applied correctly by the caregivers of the patient during the exchanges. The patient recovered from the event of recurrent peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The break in aseptic technique was further described as the patient was not careful with their transfer set. The peritonitis was manifested by abdominal pain, vomiting and cloudy effluent. The patient was hospitalized for the event and treated with solvetan and voncon intraperitoneally (dosage not provided), and ceftazidime (route and dosage not provided). The patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The peritoneal dialysis (pd) solution therapy was ongoing during the patient's hospitalization. The patient (pt) brought his own pd supplies to the hospital. The dosage regimen of the antibiotics initially administered to the patient was: solvetan 125 mg/l, and voncon, 30 mg/l (frequencies not reported). At the time of this report, the patient's treatment with ceftazidime 125 mg/l was ongoing and estimated to end in two more days.